Manufacturer narrative:
(B)(4): dropping/ejecting clips; jaws misaligned. Evaluation summary - the analysis results for the er320 instrument found that it was returned with the jaw misaligned. The instrument was cycled and ejected 13 clips and fed and formed 1 conforming clip. The instrument did not locked out. The instrument was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap. Chole with gram, on the sixth clip they started coming out sideways. Another device was used to complete the case with no pt consequence.